Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the syringe plunger would not push down after the syringe needle was inserted into the septum. Additionally, it was reported that the customer saw water droplets come out of a brand new cartridge. Reportedly, no insulin was loaded into the cartridge. There was no impact to blood glucose. A new cartridge was loaded to address the event and insulin delivery was resumed.